Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device delivered an incomplete staple line. Overstitches were used to close the tissue. A like device was used to complete the procedure. There was no reported pt consequence.